Manufacturer narrative:
(B)(4). Concomitant medical products: product # 195219, lot # 005820, vang xp intlk fmrl lt 72.5. Product # 195438, lot # 969950, vgxp xp e1 tib brg lm 10x71. Product # 195368, lot # 986550, vgxp xp e1 tib brg lm 10x71. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified as there were no similar issues with the same part and lot. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
The tibial island did not stay intact through full extension during trialing.